Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition was silent ischemia. The patient was found to have abnormal stress test or imaging stress test indicating ischemia prior to procedure. Subsequently, the index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) with 75% stenosis, a length of 10 mm and a reference vessel diameter of 3.2 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet medications. In (B)(6) 2014, the patient died.